Event description:
It was further clarified that there was no trauma to the chest post-implant.

Event description:
It was reported that the right atrial (ra) lead dislodged with trauma to the chest, as confirmed on chest x-ray and device interrogation. The lead was repositioned and remains in use. The patient is enrolled in the surescan post-approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).